Manufacturer narrative:
The returned cable was evaluated. The returned unit passed visual inspection and continuity tests, but failed the check eeprom contents verification. During functional analysis the cable was able to generate a "replace cable" error message. (B)(6).

Event description:
The customer reported a cable intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.

Manufacturer narrative:
The returned cable was evaluated. The returned unit passed visual inspection and continuity tests, but failed the check eeprom contents verification. During functional analysis the cable was able to generate a "replace cable" error message. (B)(6).